Manufacturer narrative:
Crosstex received a report from (B)(6), distributor of crosstex earloop procedural face masks, reporting 3 occurrences of rash which occurred after user facility personnel wore the reported face masks. Additionally, user facility personnel reported a "strong chemical odor." All symptoms were resolved after masks were removed and no further medical intervention was required. A device history review and retain testing on the reported lot were performed which identified no anomalies in the reported lot of product, including no noted chemical odor from the retain face masks. At this time, the complaint product has not been returned for investigation. In a review of complaints, no similar incidents have been reported on the crosstex earloop procedural face mask. Crosstex will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that when wearing the crosstex procedural earloop mask, 3 staff members noted rashes on their face and a "strong chemical smell." All symptoms were resolved by removing the mask. No further medical intervention was required and no further reports of harm or adverse reaction were reported from the facility.